Manufacturer narrative:
Additional information: a1, b3/d10 date, h4, h6 (update codes), h11. B3/d10: the reported date was 11/11/2025 (future date). Further clarification was not received at this time. H4: the lot was manufactured between january 10-13, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The pump did not empty fully. The device contained flucloxacillin and sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.